Event description:
On (B)(6) of 2012, I had the essure implant. At the time, it was very painful during insertion. I have had medical issues since. I have had lack of libido, pain in back, hips and pelvis. I have gained weight at an alarming rate. I have constant bloating, feeling of tearing in my pelvic area and chronic fatigue. The list goes on.